Event description:
Baxter japan reports "reload set error 161 occurred, leakage was found" with homechoice set. Noted before use. The patient discontinued use with current homechoice setup and therapy was resumed with new supplies. No patient injury or medical intervention reported per baxter affiliate.